Manufacturer narrative:
(B)(4). One used forcefx-8ca generator was returned for evaluation. The investigation did not identify anything that would have caused or contributed to the reported event. The investigation found that the unit to function normally and within specifications.

Manufacturer narrative:
(B)(4). The return of the unit has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the forcefx generator was in use during a thoracoscopical lobectomy, when the tip of an electrode, thought to be rather inactive at the time, lightly touched the main-root of a pulmonary artery, causing a crack in the artery of approximately 5mm. 1300 ¿ 1500 ml of blood loss occurred. At the same time, smoke was observed in the area of the hooklet, indicating the electrode was active although the footpedal was not pressed. No alarm was heard. The hooklet was removed from the operating field. The or nurse reported that after testing the hooklet, it was confirmed to be continuously activating with a constant current flow. The generator was turned off and then on again and the fault message 196 was seen along with the "cut" display lit up. The generator was exchanged and routed to the site's biomedical department. The surgery was converted from laparoscopic to open thoracotomy. The patient received a blood transfusion of 2 erythrocyten concentrate. The patient¿s current condition was reported as well, no subsequent damage known.

Event description:
New/additional info: the hooklet was foot pedal-operated. Generator settings used were 50w-cut/50w-coag. The pulmonal main root of arteria had to be extensively oversewn with technical vessel seaming technique. The site's biomed evaluated both the generator and the foot pedal, and found no fault with either product.